Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken device. No other observations observed, no further actions are required. (B)(4). The device related to the reported event capsular contracture and double capsule was received on march 04, 2025. With lot number 2034607. Based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening on the device were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "I have some breast prostheses implanted and I have recently been diagnosed with a rupture of the left prosthesis and I will proceed to replace." Healthcare provider reported "baker grade IV capsular contracture, a very adherent double capsule" which was diagnosed through a noted echograph. Healthcare provider additionally reported "the patient has no rupture". The device has been explanted and replaced.

Manufacturer narrative:
It is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ double capsule: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported "I have some breast prostheses implanted and I have recently been diagnosed with a rupture of the left prosthesis and I will proceed to replace." Healthcare provider reported "baker grade IV capsular contracture, a very adherent double capsule" which was diagnosed through a noted echograph. Healthcare provider additionally reported "the patient has no rupture". The device has been explanted and replaced.

Event description:
Patient reported "I have some breast prostheses implanted and I have recently been diagnosed with a rupture of the left prosthesis and I will proceed to replace." Healthcare provider reported "baker grade IV capsular contracture, a very adherent double capsule" which was diagnosed through a noted echograph. Healthcare provider additionally reported "the patient has no rupture". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.